Event description:
V-fib was identified on the EKG. The pt was defibbed. The energy was increased and the charge button pressed. The defibb failed to charge and the monitor shut down. The spare battery was inserted. The defibb charged and the pt was defibbed 2 more times within seconds.